Manufacturer narrative:
The field service engineer (fse) found that the 30 psi tubing was disconnected at check valve cv4. The fse reattached the discounnected tubing at check valve cv43 which fixed the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter hmx hematology analyzer with autoloader while running latron control. There were no reports of injuries, erroneous results or change to patient treatment in connection with this event. The customer was wearing was wearing gloves when the leak occured. There was no direct contact with the leak. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.